Event description:
It was reported that a physician attempted arteriotomy closure of the common femoral artery after a diagnostic procedure using a proglide device. Reportedly, after the device and sutures were deployed, the sutures became tangled up with the guide wire that was still in place. The sutures were removed from the patient's anatomy, the guide wire was left in place and another proglide was inserted and deployed to achieve hemostasis. The patient did not experience any adverse effect. The physician is proficient in the use of the proglide device. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found the plunger with the anterior needle tip, the suture with the posterior needle tip, link and cuffs were not returned. The body of the device, handle to foot function, guide tube, needle guide, bridge, suture bearing, exit ramp and sheath were found normal. Based on the analysis the reported experience could not be confirmed. The suture may become entangled in the guide wire as reported when the knot is tightened too close to the access site before the guide wire is removed. However, this could not be conclusively determined in this case. It should be noted that the instructions for use (IFU) states under device placement: if the operator chooses to maintain wire access, reinsert the guide wire after exposing the guide wire port at skin level and before knot advancement. The guide wire is removed after tissue captured is confirmed and before the knot is locked. Under normal deployment conditions as reported the guide wire will not interfere with suture deployment. There was no manufacturing or quality inspection deficiency detected with the returned components that would contribute to the reported suture entanglement with the guide wire. Based on the analysis of the returned components and the reported information the cause for the suture entanglement with the guide wire could not be determined, as the reported difficulties appear to be related to the operational context during use of the device and not a product quality deficiency. A review of the device history record did not reveal any non-conforming material records (ncmr) associated with this lot that would have affected the reported suture becoming entangled with the guide wire during deployment. In addition, a query of the complaint-handling database was performed and there have been no previous incidents with reported difficult to position-entanglement with guide wire. To help ensure that all products perform according to specifications they are subject to inspection during manufacturing. In addition, a quality control audit inspection is performed to verify product quality.